Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, pap smear abnormal in 2017 and parity 5. Concurrent conditions included adhd, depression and premenstrual syndrome. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), feeling abnormal ("unwillingness"), mood altered ("mood changes"), decreased appetite ("decreased appetite") and swelling ("swelling"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, feeling abnormal, mood altered, decreased appetite and swelling outcome was unknown. The reporter provided no causality assessment for decreased appetite, fatigue, feeling abnormal, medical device removal, mood altered and swelling with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, pap smear abnormal in 2017 and parity 5. Concurrent conditions included adhd, depression and premenstrual syndrome. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue"), feeling abnormal ("unwillingness"), mood altered ("mood changes"), decreased appetite ("decreased appetite") and swelling ("swelling"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, feeling abnormal, mood altered, decreased appetite and swelling outcome was unknown. The reporter provided no causality assessment for decreased appetite, fatigue, feeling abnormal, medical device removal, mood altered and swelling with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.